Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated false asystole due to undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was vibrating in the patient's chest which could be felt through the skin. Analysis of the device memory indicated that the icm experienced oversensing due to electromagnetic interference/noise, t-wave oversensing (twos) and false pause detentions due to undersensing. The device remains in use. No patient complications have been reported as a result of this event.